Manufacturer narrative:
Type of follow up: device evaluation: device evaluated by manufacturer- additional information. Codes updated the concerto coil was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was found stretched from the proximal end with the polypropylene filament intact and already separated from the pushwire segment. The concerto coil pushwire was found bent, curled and twisted and extending out from the introducer sheath. In addition, the concerto pushwire was found broken on both ends with no release wire present. No other anomalies were found. As the received device condition, follow-up was conducted to confirm the complaint details and that the correct device was returned, and response received stating that returned device is the correct device. The proximal and distal ends of the pushwire were broken off from the pushwire and were missing; therefore, any contributing factors from these could not be assessed. The customer did not report using an instant detacher for detachment of the implant coil. In addition, the customer reported only attempting to detach the implant coil manually; however, the breaks in the pushwire were not consistent with the location which is directed to be broken during manual detachment (via hypotube). The cause for the damage to the implant coil could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return and additional information has been requested regarding this case. Upon receipt of the device and/or additional information a supplemental report will be filed. Related mdrs for this event: 2029214-2017-00878, 2029214-2017-00879. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician used second coil and when trying to release with the instant detacher this second coil did not detach either. There was no known impact or injury to patient.